Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor implant placed on (B)(6) 2004 experienced pain on an unknown date post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor has made multiple attempts to obtain additional information on the details of this event, however, no additional information has been made available at the time of this report. If additional information is made available in the future, then a supplemental report will be submitted.